Event description:
It was reported that during a colectomy the dr. Was using the device on thick tissue and the jaws broke. There was a 15 minute delay. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2023 b3: event year only reported: 2023 d4 batch #: a9ck0g additional information was requested and the following was obtained: did the electrode ceramic separate or break off? - unknown, the device was bagged when retrieved. Did the I blade get damaged or break off? - unknown is the jaw damaged but not broken off? - unknown is the top jaw loose but not detached? - unknown is the top jaw ptc material damaged? - unknown is the black ptc in the upper jaw detached? - unknown is the top jaw broken off the of the device? - unknown investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The jaws were found attached to the instrument. In addition, no pieces were found missing under microscope inspection. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9ck0g, and no non-conformances were identified.